Manufacturer narrative:
It was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. Replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA reference: (B)(4) for door latch. The customer stated that there was no patient involvement.

Event description:
Service- door is off & wiring severed. Bezel assembly- wire harness damage issue, door assembly- door cover damage issue, door latch assembly- latch damage occurred, non supported part installed issue, case rear- damaged/ cracked occurred, there was no patient involvement. The customer reported that the door is off & wiring severed.